Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, soft lipid-rich target lesion was located in the mildly tortuous and non-calcified ostial posterior descending artery of the right coronary artery. A 2.75mmx16mm synergy¿ drug-eluting stent was advanced for treatment; however during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous, mr, 2.75 x 16mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis with the device as it was reported to be implanted. The balloon wings were relaxed and open and were subjected to positive pressure. As part of the examination, the balloon was inflated and a pinhole leak 7.5mm proximal of the proximal edge of distal markerband was noted. The inflation device was verified at 18 atmospheres before and after use with a calibrated pressure gauge. The maximum stent profile was recorded which is within specified max crimped stent profile limit. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process, with all parameters within the specified tolerance. There was no apparent damage or issues noted to the balloon wall no issues that could have potentially contributed to the complaint incident. The damage noted most likely occurred during procedure. A visual and tactile examination of the hypotube profile found a hypotube kink 2mm from the end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent had been placed in the lesion.